Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-00303 and 1627487-2016-00304 it was reported (B)(6) the patient underwent surgical intervention on (B)(6)2016 to remove and replace the extensions because they had become disconnected from the ipg header. In addition the ipg was explanted due to the contacts remaining in the ipg header during the explant procedure. The patient is now receiving effective stimulation.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-00303 and 1627487-2016-00304.